Event description:
Per the audiologist, the patient experienced a performance decrement with device use. Reprogramming attempts were unsuccessful in alleviating the issue. Imaging revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2014, and the patient reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The device is currently unavailable.